Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2022, it was reported that the patient felt sick, unwell and had vomiting due to a kinked cannula. She reported that her two-infusion set's cannula got bent and did not enter her body. The site location was her abdomen. Consequently, on (B)(6) 2022, the patient was admitted to the hospital with blood glucose level of 920 mg/dl and experienced diabetic ketoacidosis. During hospitalization, the patient was administered intravenous insulin infusion and was hospitalized for five days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
On 18-oct-2022 IV: follow up information was submitted to update awareness date and the result of complaint investigation of the returned used device (1 set) showed that the soft cannula was found to be bent and the p-cap connector needle was clogged (by insulin). Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient felt sick, unwell and had vomiting due to a kinked cannula. She reported that her two-infusion set's cannula got bent and did not enter her body. The site location was her abdomen. Consequently, on (B)(6) 2022, the patient was admitted to the hospital with blood glucose level of 920 mg/dl and experienced diabetic ketoacidosis. During hospitalization, the patient was administered intravenous insulin infusion and was hospitalized for five days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.